Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging that the ultra 2 meter power off during use. A medical surveillance specialist (mss) was unable to get in contact with the pt and sent a letter to obtain further clinical info. The pt mentioned that the reported issue began on (B) (6) 2009 at around 12pm. The pt took her usual dosage of medication after attempting to use the meter. Approx 30 minutes later, the pt developed symptom of feeling shaky and nauseous. The pt then self-treated with food and/or drink. The pt did not seek any further medical attention or contact her physician for assistance. The pt was not tested on another device. This is not the first time the product was being used. The pt denied that there was any misuse of the product and the pt denied that the batteries needed to be replaced. The issue was not resolved. No further clinical info was provided. It would have been helpful to know how long symptoms lasted and what is considered a normal reading for the pt. The complaint is being reported since the pt alleged that due to the meter powering off, she developed symptom suggestive of hypoglycemia and had to self-treat with food.